Event description:
This involves the dexcom g7 continuous glucose monitor. Readings are inaccurate when compared to testing with a blood glucose monitor. My dexcom alerts me to low blood sugar that should be treated. Dexcom indicates blood glucose at 50 and quickly dropping. I do a finger prick blood test and find my actual blood sugar is 150. Had I treated this as it suggested I would have ended up with my blood sugar much too high.